Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed pulse testing with associated service code 203 - pulse test fault. Upon evaluation, there were broken solder connection at components u901 (quad micro power op amp) and u1004 and u1005 (tri-state driver/receivers). The cause of the pulse test failure is the broken solder connections. The root cause of the broken solder connections cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted form the defective components. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 203. The last pt to use this monitor did not report any deficiencies.